Event description:
International customer reported that the device surface was not smooth. No adverse patient consequences were reported.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. The actual device associated with this event is not known. International affiliates reports the following possible products. Lot: zgp987, mfg 06/01/2007, exp 01/31/2012. Lot: zjp276, mfg 08/01/2007, exp 07/31/2012.